Event description:
The customer reported that during the procedure, a leak was noticed. Per the customer, then leak contaminated the interior of the machine. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Event description:
Patient's full identifier is (B)(6).

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon visual inspection, a leak in the channel was apparent. A 6mm tear at the top perimeter weld of the channel caused the leak. There was a 15cm wear mark adjacent to the tear on the channel and a 33cm witness mark on the channel. The rest of the set was inspected for defects and abnormalities and none were noted. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the evaluation of the returned disposable set and the wear marks noted on the set, the channel was not fully seated in the filler during the procedure. Due to nature of the design of the product, the method used to load the set is vital to ensure the system functions properly.